Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that pt recovery seemed slow. Pt has a limited range of motion, stiffness, and discomfort.